Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated a false low phenytoin (phy) result for one (1) patient sample of < 0.1 ug/ml. The erroneous result was reported out of the laboratory. Due to the false low phy result, the physician administered additional phy to the patient. The physician later questioned the result and the laboratory facility reran the original sample both on the original dxc and an alternate dxc instrument. The repeated results yielded values of 23.4 ug/ml and 23.3 ug/ml, respectively. The customer confirmed that only the patient's phy result was erroneous. No other analytes were questioned. No additional information regarding impact on patient and/or patient treatment has been provided, by the customer, at this time.

Manufacturer narrative:
Quality control (qc) was run prior to and after the event and was within laboratory established ranges. The sample was collected in a plasma separator tube and centrifuged for only 4 minutes at 6000 rpm. The customer indicated no issues with the instrument. The customer stated that the low result is consistent with a short sample and this event was isolated to one (1) patient sample. There was no evidence of an instrument malfunction. No evidence of device malfunction.